Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was conducted and there was visible wear and damage. The fixation nut shows marks and the coupling part of the shaft shows unknown residues. This device is almost seven years old and shows damage of inadequate use. All movable parts were subjected to normal wear and tear. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by misuse and normal wear and tear. Placeholder.

Event description:
It was reported that, on an unknown date, the shaft 90 degree screwdriver started smoking in the case. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received at service and repair and it was deemed to be not repairable. There are no known ncrs associated with this part and lot number. Device was forwarded to complaint handling unit for further evaluation. Investigation is ongoing; no conclusion could drawn at this time. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.